Event description:
The patient was not getting adequate stimulation therapy. An x-ray revealed that the leads had migrated. The leads were replaced. Post operatively, the patient had adequate stimulation, where it was needed.